Event description:
A blind user stepped out of the stairlift prematurely, causing her to fall. She thought she was at the bottom.

Manufacturer narrative:
A blind user stepped out of the stairlift prematurely, causing her to fall. She thought she was at the bottom. We are reviewing the event for potential product improvement.